Event description:
It was reported that when checking the appearance of the guidewire before use to the patient, the operator found that the proximal end of the guidewire was damaged. In addition, when inserting the sheath through the guidewire, the sheath touched the damaged portion of the guidewire and the tip of the sheath was torn slightly. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. The product returned for evaluation was an 0.018¿ stainless steel guidewire and a 4.5fr introducer dilator. Gross visual evaluation of the components revealed usage residue on both pieces and damage was seen to the tip of the dilator. Microscopic evaluation of the guidewire revealed a disjoined coil at the proximal tip of the wire. The coil wire remained attached to the weld tip but the closest two coils were affected by this disjoined coil. Microscopic examination of the dilator tip showed that it was kinked and appeared to have been mechanically damaged; likely by the guidewire. The exact cause of the damage observed on the returned guidewire was ultimately unknown and the associated timing and location surrounding that damage were likewise unknown. The device has not been returned, at this time, to the manufacturer for evaluation.

Manufacturer narrative:
A lot history review (lhr) of rebx1307 showed no other similar product complaint(s) from this lot number. The device has not been returned, at this time, to the manufacturer for evaluation.

Event description:
It was reported that when checking the appearance of the guidewire before use to the patient, the operator found that the proximal end of the guidewire was damaged. In addition, when inserting the sheath through the guidewire, the sheath touched the damaged portion of the guidewire and the tip of the sheath was torn slightly. There was no reported patient injury.